Event description:
It was reported that during an unk procedure, the tissue pad was damaged and error 5 was also displayed. Another device was used to complete the case. There were no adverse consequences to the pt. Device was discarded.

Manufacturer narrative:
Info not available, device not returned for analysis.